Manufacturer narrative:
While on the phone with dario's representative, the user stated that from time to time she puts in a new cartridge of strips, however she is still receiving high bg readings. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". The user also reported that she tested with her dario meter and received a bg reading of 137 mg/dl, compared to bg readings of 108 mg/dl and 109 mg/dl from her non-dario meter. The user also stated that she changes her cartridge every thirty days and that her current cartridge is not expired. The user refused to troubleshoot or share any more details regarding the incident with dario's representative. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported that two days out of three, she had received high bg readings from her dario meter compared to readings of 111 mg/dl, 111 mg/dl, and 113 mg/dl from her non- dario meter. The user also stated that she had no change in her diet while receiving these high bg readings.